Manufacturer narrative:
As reported, the hub of a 6f 100 cm vista brite tip (al1) guiding catheter was leaking. Initially it was thought the issue was with the non-cordis guidewire which was changed it out but the leaking still persisted. The guiding catheter was then changed. There was no reported patient injury. The issue occurred during use in the patient who was undergoing a diagnostic catheterization for mitral valve surgery. The product was stored and handled according to the instructions for use (IFU), and no device damage was noticed prior to opening the package. The device was prepped per IFU instructions, and there was no difficulty removing it from the sterile packaging. The device was pulled from the packaging by the hub, but it is unknown if it was torqued or ¿steered¿ by the hub. Another vista brite guiding catheter was used to complete the procedure. The reported ¿luer hub leakage¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural and handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the hub of a 6f 100 cm vista brite tip (al1) guiding catheter was leaking. Initially it was thought the issue was with the non-cordis guidewire which was changed it out but the leaking still persisted. The guiding catheter was then changed. There was no reported patient injury. The issue occurred during use in the patient who was undergoing a diagnostic catheterization for mitral valve surgery. The product was stored and handled according to the instructions for use (IFU), and no device damage was noticed prior to opening the package. The device was prepped per IFU instructions, and there was no difficulty removing it from the sterile packaging. The device was pulled from the packaging by the hub, but it is unknown if it was torqued or ¿steered¿ by the hub. Another vista brite guiding catheter was used to complete the procedure, and the device was discarded at the site.